Event description:
Ez-io inserted in proximal tibia in the emergency department. During removal, io cannula broke at hub. Attempts to remove with pliers and hemostats resulted in cannula being broken off below skin surface. Cannula removal required surgical intervention to completely excise cannula. Patient suffered no additional complication after surgical removal of the cannula.

Manufacturer narrative:
Most likely cause for additional surgical procedure to remove cannula was poor initial cannula removal technique.